Event description:
The rptr stated that rptr did meter to lab comparison tests, within 45 minutes. Rptr's meter reading was 124 mg/dl, and the lab test result was 170 mg/dl. Rptr did not have any symptoms. No harm was alleged.